Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Statement from physician: patient stated that there was an incident on (B)(6) 2019 that caused the right implant to deflate. Physician diagnosed deflation on (B)(6) 2019.

Event description:
Alleged implant deflation resulting in explantation.